Manufacturer narrative:
(B)(4). Batch # p94l6g. Investigation summary. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. However, no alert screens were displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a donor nephrectomy procedure, at the end of the procedure, the tissue pad split and a "replace instrument" error was displayed. The procedure was completed using a like device. There were no patient consequences reported.